Manufacturer narrative:
A replacement glidescope go monitor was provided to the customer and the go monitor used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and confirmed that the monitor would not stay on. The technical service representative noted that the usb connector was pushed in which resulted in the device not charging. Since the customer had already received a replacement glidescope go monitor, the returned device was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, during the intubation, the monitor just went out; it would not stay on. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.